Event description:
Update rec¿d 11/24/2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. Part/lot information was identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/23/2014.

Event description:
Litigation alleges that the patient suffered the following on account of his asr left hip implant: constant hip pain; groin and back pain; radiating pain down his left leg into his foot; difficulty walking, including walking with a limp. Litigation further alleges that the patient has difficulty sitting in a car, sleeping on his left side, and performing duties in his job.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 8/13/2014 - medical records received. Patient revised to address metal debris-induced osteolysis and synovitis. Upon revision, granuloma in the capsule, a granuloma filled cyst involving the greater trochanter, corrosion on the titanium trunnion, and no evidence of bony ingrowth on the back of the acetabular cup were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 09/03/14.